Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to endo therapy accessories or a metal part of the cleaning brush which interfered with the biopsy port during insertion/withdrawal. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the rubber cover of the subject device was discolored, and the bending rubber is stretched. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the forceps/instrument channel port was shaved. This report is being submitted for the malfunction found by service during the device evaluation (instrument channel port shaved).

Manufacturer narrative:
Upon further evaluation of the device, service found the rubber covering was dirty, and due to slack in the rubber from handling, the outer diameter of the bending section was increased. The rubber adhesive was detached. The connecting tube had a dent and had discoloration. The universal cord was scratched, and the image guide bundle had significant damage. The displayed image had multiple black dots, and due to damage on the objective lens, the image was blurry. The bending angle in the up/down direction was out of specification due to wear of the angle wire. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.